Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pts husband contacted stryker to report the following: "his wife underwent a hip revision (right), at (B)(6) hospital on (B)(6), 2011 in portland me. Ceramic ball shattered."